Event description:
Procedure: nephrectomy. According to the reporter: the trocar's legs/tips broke. Four trocars failed in this surgery. They removed the tips of the trocars from the cavity by using the laparoscopical forceps. They removed the trocars and used new ones of another lot#. No incision was made. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).